Manufacturer narrative:
(B)(4). No further follow up is planned. Evaluation summary: a female patient reported that her humapen ergo ii device was cracked and she could not give her injection. The patient experienced increased blood glucose. The investigation of the returned device (batch 0804d03, manufactured april 2008) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There was a crack observed on the body of the device at the lens/bezel area. The crack did not impact the functionality of the device and was found to be consistent with damage to the device while in the field. The user manual provides instructions for the proper care and storage of the device. There is evidence of improper use. The device had a crack at the lens/bezel area which was consistent with damage while in the field. It is unknown if this was relevant to the complaint of increased blood glucose.

Event description:
(B)(4). This spontaneous device only case, reported by a consumer and a healthcare professional who contacted the company to report adverse events concerned a chinese female patient of unspecified age. Medical history and concomitant medications were not reported. The patient received unspecified insulin via a reusable pen humapen ergo 2 subcutaneously for the treatment of diabetes mellitus. Generic name, type of insulin, formulation and start date of therapy were not provided. Dosage regimen was not reported. On (B)(6) 2016, her humapen ergo 2 was cracked (product complaint (B)(4)/lot 0804d03); she possible could not inject her insulin. Reportedly, she was hospitalized due to high blood glucose (no values provided). Information regarding corrective treatment, outcome of the events and action taken with unspecified insulin was not reported. The user of the humapen ergo 2 and its training status was not provided. The humapen ergo 2 model duration of use and the reported humapen ergo 2 duration of use were not reported. The device was returned on (B)(6) 2016, and no malfunction was found. The reporting physician did not know if the events were related to the unspecified insulin and did not provide an opinion of relatedness between the events and humapen ergo 2. Consumer causality was not provided. Update (B)(6) 2016: upon review, this was opened to update the medwatch fields for regulatory reporting, and to add the product complaint and lot number to the narrative. Update (B)(6) 2016. Information received from affiliate referring reporter refused to phone call, so as the reporter did not provide consent for further contact, and hcp details were not provided, no follow up would be pursued. If additional information is provided, the case would be updated. Update (B)(6) 2016: additional information received on (B)(6) 2016 from the global product complaint database added the device specific safety summary, manufactured date of the device, and return date of the device; updated the malfunction field to no, and the improper use and storage field to yes; updated the medwatch and (B)(6) and (B)(6) required device reporting elements; and updated the narrative. Edit (B)(6) 2016: additional information received on (B)(6) 2016 from the rcp. Product complaint was received, which was already processed. No adverse event information was received.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case device only, reported by a consumer and a healthcare professional who contacted the company to report adverse events concerned a chinese female patient of unspecified age. Medical history and concomitant medications were not reported. The patient received unspecified insulin via a reusable pen humapen ergo 2 subcutaneously for the treatment of diabetes mellitus. Generic name, type of insulin, formulation and start date of therapy were not provided. Dosage regimen was not reported. On (B)(6) 2016, her humapen ergo 2 was cracked (product (B)(4)/lot 0804d03); she possible could not inject her insulin. Reportedly, she was hospitalized due to high blood glucose (no values provided). Information regarding corrective treatment, outcome of the events and action taken with unspecified insulin was not reported. The user of the humapen ergo 2 and its training status was not provided. The humapen ergo 2 model duration of use and the reported humapen ergo 2 duration of use were not reported. Since the humapen ergo 2 was not being returned, evaluation was not possible. The reporting physician did not know if the events were related to the unspecified insulin and did not provide an opinion of relatedness between the events and humapen ergo 2. Consumer causality was not provided. Update 27jan2016: upon review, this was opened to update the medwatch fields for regulatory reporting, and to add the product complaint and lot number to the narrative.